Event description:
The customer reported a leak from the coulter lh 780 hematology analyzer. The volume of the leak was about 5 ml and was contained within the instrument. The customer was wearing personal protective equipment (ppe) consisting of gloves, eye protection and a laboratory coat at the time of the occurrence and there was no report of injury or direct exposure to the leak. Erroneous patient results were not generated and there was no change or affect to patient treatment in connection with this event.

Manufacturer narrative:
A field service engineer (fse) evaluated the instrument on (B)(6) 2015. The fse found that the tubing at port 7 of the center pad of the blood sampling valve (bsv) became disconnected. The fse reattached the tubing, which repaired the leak. The repairs were verified per established procedures. The beckman coulter internal identifier for this event is (B)(4).